Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The investigation into the infection has been completed. The cause of the infection was most likely patient condition since it occurred 10 days after impella removal and the impella device was confirmed to have been sterilized under validated conditions. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Reportedly ten days after the impella had been removed it was reported the patient developed an infection at the insertion site. Actions taken to resolve the issue are unknown.